Manufacturer narrative:
A medtronic representative reported that the non-medtronic c-arm imaging system appeared particularly difficult to operate since it was an older model. It required several reboots during testing with the navigation system. The hospital requested a checkout of the c-arm to be provided by the c-arm manufacturer. The software investigation found that a probable cause was unable to be determined without further information since the behavior could not be replicated and a review of the logs was inconclusive.

Event description:
A medtronic representative reported that, while in a spine procedure, the imaging system images would not transfer properly. The surgeon opted to continue and completed the procedure without the use of the navigation system or the imaging system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative performed a navigation system check-out, all areas passed. Navigation system performed as intended. Reported issue could not be replicated.